Event description:
.(B) (4)

Manufacturer narrative:
A steris service technician visually examined the table. The technician observed that the column shroud was bent and separated and that multiple override switches appeared to be broken. Warning labels were present on the table, including the caution notice, "possible table damage - do not use the table base for storage". The hospital declined to allow steris to service or repair the table. The hospital reports that the table is maintained by a third party service provider; steris did not repair or maintain the table prior to the incident. Steris has offered to provide in-service training to hospital staff regarding the proper use and operation of the table.(B) (4)